Manufacturer narrative:
Device evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. On (B)(6) 2016 the patient's wife reported to the distributor that the patient had red bumps under the rear therapy electrodes. The area was reported to be red and resembled an open blister. The patient's doctor prescribed topicort cream for the area. The final medical outcome of the irritation is unknown. The patient ended use of the device due to improved ef.